Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: crease flat and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified that the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (deflation).

Event description:
Healthcare professional reported "unknown side deflation¿, "particles in valve" and "hole in valve". This record is for the right side. Device has been explanted.